Event description:
A 26mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported the pt had excessively tortuous iliac arteries. Two weeks after the procedure, the pt presented with acute limb occlusion. It was reported that the physician stated this was likely due to the pt's excessively tortuous iliac arteries. A femoral-femoral bypass was successfully performed.